Event description:
It was reported that following a recent trauma, the patient experienced ineffective therapy due to right lead migration. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.